Event description:
The customer reported that the 840 ventilator had a blank the lower display. The ventilator was not in use on a patient at the time that malfunction occurred. The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).